Event description:
Report received of withdrawal symptoms. Hcp confirmed pt experienced withdrawal symptom including nausea, being jittery, and out of control pain. Pt pain controlled with oral opioids until surgical revision. Leak found near catheter connector. Catheter replaced 2002. Follow up indicated pt did not do well - continued to have problems with withdrawal symptoms with new catheter.